Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed half of the lens was torn off and missing. Neither the injector or cartridge was returned. (B)(4).

Event description:
The customer reported the +19.5 diopter cc4204a collamer single piece tore after being extracted from the cartridge into the patient's eye. The elns was removed and replaced without any patient injury. The reporter stated they have a new tech at their facility who did not use sufficient staarvisc during loading and the event was due to a user's error.